Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they were contacted by hcp about a patient undergoing a pne evaluation and the hcp had concern that someone may have cut the externalized portion of the pne lead(s). Hcp inquired about what the MRI compatibility would be if a portion of the lead(s) were retained in the patient. The caller was not with the patient. Tss reviewed that mris are not recommended for trial patients, and therefore, we wouldn't have testing or recommendations for partial trial leads.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that the patient representative cut the external leads as the dressing was becoming unadhered. This was made known to the physician at the time of the patient¿s originally scheduled lead removal. The patient¿s physician plans to remove the abandoned product in the operating room.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type lead product ID: neu_unknown_lead, lot# unknown, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.